Manufacturer narrative:
Since the serial number was not provided, and the device remains implanted (valve-in-valve performed), no further investigation is possible at this time. Based on the information available, the root cause of the reported event cannot be established at this time. Based on the manufacturer's clinical research, percival valve folding occurs when the ratio between the valve diameter and the annulus diameter is well above the specification limits (oversizing) especially when associated with other conditions that may trigger valve instability (like extremely eccentric aortic annulus, highly calcified portion of the annulus, or uneven decalcification, aortic root anatomy deviating from the tri-symmetrical physiological geometry, protruding hypertrophic septum). However, since no further information was provided, this cannot be ultimately confirmed for the reported event. Should additional information be provided in the future, the manufacturer will provide a follow up report as applicable.

Event description:
On (B)(6) 2022, a patient with a perceval valve implanted in 2016 (in a different center) underwent valve-in-valve procedure. Difficulties were encountered introducing the guide in the middle of the prothesis. Finally, a medtronic core valve was successfully implanted. Prior to the procedure, the patient had an important paravalvular leak due to a stent infolding. The manufacturer attempted to retrieve additional information on the event and device involved, but was informed that no more information will be provided about this case.